Event description:
It was reported that the patient presented in-clinic with oversensing on the right ventricular lead. The lead was capped and replaced due to fracture on (B)(6) 2017. The patient was stable before, during, and after the procedure.